Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a mixing pump. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cool correctly. Per follow up information received via email on 03apr2024, device would be repaired in the hospital by crs and there was no patient involvement.

Event description:
It was reported that the arctic sun device was not cool correctly. Per follow up information received via email on 03apr2024, device would be repaired in the hospital by crs and there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.